Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue and subsequent delay remain unknown.

Manufacturer narrative:
One tactisys quartz sn (B)(6) was received for evaluation. The reported event was confirmed. Evaluation testing was unsuccessful as no contact force was observed. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, the pressure value would not display on the pressure module, resulting in an hour and a half delay to the procedure. Re-inserting and removing the tail line, checking the pressure module connection lines, restarting the pressure module, and replacing the ablation catheter did not resolve the issue. Despite the pressure value not displaying, the 3d system showed that the pressure module was successfully connected. It was suspected that the conduit connection port of the pressure module was damaged and causing the issue. A pressure module was borrowed from a nearby hospital, and the issue was resolved. The procedure was successfully completed with no adverse consequences to the patient.